Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument to perform failure analysis. The sureform 45 stapler instrument was analyzed and the customer reported complaint was confirmed but not replicated. The instrument was found to have two engagement failures based on log review and was not replicated during in-house testing. Log review showed an error code 22020 indicating the instrument failed to engage. The instrument was installed onto the system with an in-house drape and seal. The instrument passed the recognition and engagement tests on all three attempts. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The grips opened and closed properly. There was no physical damage found. The root cause of this failure is not determinable/applicable. Additionally, the instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. Additionally, the instrument was found to have imprecise roll motion. The instrument grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly in the roll direction. The instrument would move in the correct direction, but a lag was observed. The root cause of this failure is not determinable/applicable.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the sureform 45 stapler instrument failed to calibrate twice. It calibrated on the third attempt, but moved non-intuitively to the surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument was rotating opposite to the surgeon's commands. The movements were to scale, but opposite. There was no movement delay or shakiness. There was no harm to the patient. The issue was resolved after the customer swapped to a backup sureform 45 stapler instrument.